Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. It was reported that impedance measurements were taken intra-operatively and all pairs were > 10,000 ohms. The adaptor was disconnected, wiped down, and reconnected. This did not resolve the high impedance issue. The extension prongs were disconnected, wiped down, and reconnected but this did not resolve the issue either. There was no visible damage to the system seen during the implantable neurostimulator (ins) replacement procedure. Only the ins was being replaced. It was reported that stimulation response was not checked as general anesthesia was used for the procedure. The manufacturer representative called back once the patient was in recovery. It was reported that while in the operating the room the system was only tested at 0.7v and saw the >10,000 ohms impedances. In recovery the system was tested with 3.0v and impedances on all contacts were at >40,000 ohms. The patient was not feeling stimulation on any contacts at the highest voltage. "It sounded like they disconnected the extension form the pocket adaptor, wiped them all down, re-inserted, and tightened down the set screws. The leads and extensions were reported to be 12 years old. It was reported that the patient was scheduled for a lead revision surgery. The date of the surgery was scheduled for the end of (B)(6), but was not known at the time of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer's representative reported that the patient had an infection at the ins pocket site and that the entire implantable device system was explanted. No date to re-implant the patient had been set at the time of report. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.